Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved and they did not have concerns with their device or therapy.

Event description:
It was reported the patient said she may have compromised her gastric pacemaker. The patient said she went on a roller coaster that had magnets, 3 times on sunday. The patient said she felt a lot of pain at the time when she got home then saw (she should not have gone on them). The patient said she called her implanting doctor in oklahoma who told her she may have turned the unit off or may have messed with the settings. The patient said she was stuck now and doesn't know how to get help. The patient said she has an appointment with her new doctor in august but he won't see her until then and won't help her. The patient was asked if her symptoms have returned and the patient said "I am not eating now my appetite has gone so not eating so I am not actually getting sick. It happened sunday and haven't had time to process it . My appetite has gone. My body hasn't had time to process it. I had a lot of pain in my stomach, I had severe pain in my stomach." The patient was asked if that was that the symptom she used to have. The patient said, yes that was her symptom before implant.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).